Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had multiple fault codes recorded in the logs. Critical fault code # 107 & 67 was recorded multiple times, fault code # 107, and fault code # 67. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) found critical fault code # 107 and 67 recorded multiple times in the logs. No patient involvement. Fault code # 107 - an isolation digital signal processor (dsp) reported excessive voltage data on the front-end board or power management board. Fault code # 67 - a failure communicating the correct voltage to the hydraulic blood pressure sensor. Both power management (0670-00-1162) and front end pcbas (0670-00-1164) were replaced as a precautionary measure. 30psi and helium transducers re calibrated. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications.